Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by medical staff that a dt study patient was admitted for a septic hip joint. It was noted during his admission that his flows were elevated. The patient was emergently taken by the orthopedic service for debridement and exploration of the septic joint and the patient's anticoagulation was stopped against cardiovascular surgery recommendation. The patient's watts, flows, and ldh continued to uptrend. Patient was on continuous veno-venous hemofiltration and was not a candidate for pump exchange. It is reported that the patient expired on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed a rise in power consumption. Analysis of the (B)(4) revealed that the device passed functional testing. Dimensional verification of pump (B)(4) showed a slight deviation from the rear housing disc curvature specifications. However, per an internal investigation, this deviation is not expected to impact pump performance. Visual examination indicated mild to moderate abrasions on the pump and impeller surfaces. Independent pathology report revealed evidence of thrombus within the pump. The mechanical abrasions, observed on the lower housing surface and the matching inferior surface of the impeller, are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. With review of the available clinical information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status such as post op status from the infection I&d, comorbidities such as joint infection, and pharmacological factors such as discontinuation of anticoagulation therapy are possible contributing factors. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.